Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation in the latched position. Upon visual inspection, engineering observed blood and eschar buildup on the jaws and in the blade channel of the device. During functional testing, engineering confirmed the complainant's experience. They observed a faulty component within the fuse activation button that caused a connection issue with the voyant® electrosurgical generator. The root cause of the event is due to a faulty component. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. There is no report of serious injury or death associated with this event.

Event description:
Laparoscopic assisted vaginal hysterectomy- 84 total activations throughout the case the doctor and first assist noticed near the end of the case that they were unable to active the hand piece a second time without re-grasping the tissue. The generator did not produce an alarm or display a seal activation being performed. Sales rep confirmed the surgeon was sealing on adhesions between the uterus, bowel, and side walls. The tissue bites were small to medium but could not confirm exact size. Type of intervention: re-grasped and reactivated the hand piece to perform the second seal cycle. Patient status: no patient injury.